Manufacturer narrative:
Secondary surgical intervention to remove/ replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a high vault and shallowing in the anterior chamber. The lens was explanted and on the same day different surgery a replacement lens of a shorter length was implanted. The problem was resolved.